Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet¿s screen bezel split while the device was resting on a dresser, after which the screen was unusable and the user experienced difficulty using the device; the device component implicated was the display and the problem was characterized as loss or failure to bond, with blood glucose affected and a reported value of 271. Symptoms included hyperglycemia. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with the display and a bonding failure consistent with a device component issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.